Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The software was reloaded.

Event description:
The hospital reported that, during a case, the unit alarmed and mechanical ventilation was not functional. The clinician reportedly cycled power and resolved the alarm condition. There was no reported patient injury.